Manufacturer narrative:
The instruction for use for citadel plus bed frame (831.374-en) instructs user to: ¿always use a mattress of the correct size and type. Incompatible mattresses can create hazards.¿ ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ additionally, the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Sum up, it has been determined that it was not possible to lock the side rail correctly because the width of the bed frame was not adjusted to the mattress. It resulted in the patient¿s fall from the bed. The patient fell from the bed frame and from that perspective the citadel plus bed did not meet the performance specification. The device was in use by the patient and therefore it played a role in the event. The complaint was assessed as reportable due to the allegation that the patient fell out of bed due to the side rail locking mechanism failure. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
It was claimed by the customer¿s employee that the right side rail of the citadel plus bed frame was broken and due to that didn¿t stay in raised position. As a result, the patient fell from the bed. No injury was reported. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. While the maxxair ets mattress, which was placed on the claimed bed frame, is comprised of one 36 in wide middle section and two 6 in wide side air bolsters to provide expandability. The inspection conducted by the arjo technician revealed that the side rail extension was not expanded but the side air bolster of the mattress was. It caused difficulties in the side rail locking. When the side rail extension was expanded it locked correctly. No device malfunction was found.